Event description:
The manufacturer received information alleging a patient experienced a ventilator inoperative alarm sounded on a trilogy evo device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, machine flow drift high (e-0155), was observed on the device's error log. The manufacturer's service technician further evaluated and determined the issue was detected during a self-check after the device powered off. The manufacturer's service technician evaluated, and the flow sensor had caused the issue to occur on the device. In conclusion, the device's flow sensor was replaced to address the issue.